Event description:
Healthcare professional (hcp) rpeorts patient with peritonitis episode. Patient was noted to have effluent which appeared bloody and hazy. The patient was treated with intraperitoneal (ip) cefazolin 500mg/l, loading dose and ip cefazolin 125mg/l, maintenance dose. In 2001, the medication was changed to ip vancomycin 2gm, loading dose. The patient has recovered per hcp.